Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening striated on anterior side assessed as surgical damage. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ red particles of the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "leakage" confirmed via ultrasound. Healthcare professional later reported left side "capsular contracture baker grade unknown." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leakage" (rupture).

Event description:
Healthcare professional reported left side "leakage." Device remains implanted.